Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with mentor memorygel breast implant 500cc and experienced a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On march 24, 2020, the mentor failure analysis lab received the device for evaluation. On april 8, 2020, mentor completed evaluation of the device. Device evaluation summary: during analysis of the sample, it was found to be ruptured. And received incomplete additionally, an area of shell abrasion was found in the edges of the rupture. The evaluation determined that the rupture is consistent with the shell abrasion. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. During evaluation, the lot number of the complaint device was obtained. The device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs. Section g1: manufacturer site phone: (B)(4). Manufacturer¿s reference number: (B)(4).